Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 59837401, tritanium revision acetabular; cat# 509-02-56e; lot# np4vh7, size 5 accolade ii 132 deg; cat# 6720-0535; lot# 58605003, gap plate screws; cat# 2080-0030; lot# nd774t, gap plate screws; cat# 2080-0015; lot# ra4pap, gap plate screws; cat# 2080-0020; lot# 3r4haw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Procedure: patient primary tha (B)(6) 2017 and was subsequently revised for infection (B)(6) 2018. Only poly and head were exchanged. Cup and stem were retained in revision.